Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2017-06726 and 2134265-2017-06852. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a pullback sled to view the target lesion. During the third pullback, it was noted that the ilab froze and would not pullback, so therefore automatic pullback could not be performed and such issue was unable to be resolved. The procedure was completed with a non-bsc imaging catheter. No patient complications were reported and the patient had no injury.